Event description:
It was reported that the patient had inappropriate shocks due to t-and-p-wave oversensing via reduced intrinsic complexes. There was one untreated event as well. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services advised to get some x-rays to ensure that neither the device nor the electrode have shifted. There were no additional adverse patient effects. The system remains implanted.